Event description:
It was reported that t:slim x2 pump battery would not charge with power source alerts noted. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.